Event description:
It was reported that after insertion of the delivery system, the stent released by 1 - 2 mm with the safety clip still in place. The system was removed immediately without causing any injury to the pt. The procedure was completed successfully by placing another stent.

Manufacturer narrative:
Although this product is not sold in the united states, this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the united states under #p080007. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned and is currently under evaluation.